Manufacturer narrative:
The returned device analysis confirmed the reported single gripper actuation issue (difficult to open or close). Additionally, the tactile gripper arm cover was observed to be caught by the harness and the gripper cover was observed to be frayed at that area. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no other complaints from the lot. Based on available information and the results of the analysis, the reported difficult to open or close (gripper actuation - single), associated with the inability to lower the tactile gripper arm and the observed frayed gripper cover, was due to the harness pinching the gripper cover as the gripper was able to be lowered once the gripper cover was released from the harness. A cause of the observed gripper arm cover being pinched by harness (product quality problem ¿ irregular appearance) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. A mitraclip ntw was inserted without issues. However, while in the valve, it was observed that a single gripper actuation issue occurred. Troubleshooting was performed but was not successful. Therefore, the clip was removed and replaced. While outside the patient, an attempt to drop the grippers was made, but was not successful. The procedure was completed with two clips implanted, reducing the mr to a grade of 3. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.